Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the adc device. It was indicated that the customer did receive treatment. No other details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a fast-draining battery issue with the adc device. It was indicated that the customer did receive treatment. No other details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned for this complaint. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection performed on the returned reader and damaged usb (universal serial bus) port was observed. The usb port gold pin was observed to be bent. The damaged usb port would prevent the customer from charging the reader, which would lead to the reader not turning on. The returned reader was further investigated and de-cased. The reader was placed into the reader test fixture to download log. The issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the adc device. It was indicated that the customer did receive treatment. No other details were provided. There was no report of death or permanent injury associated with this event.